Event description:
It was reported that the biomed called to request a loaner and quote for depot repair. The arctic sun device boots repeatedly to an alarm 77 (non-recoverable system error). They discussed this was indicative of a failed chiller temperature (t4) thermistor and would need a tank harness replacement. They stated the device was on the unit and would take it to biomed and ask them to call and arrange the repair. Per follow up information received via task on 20nov2024, per wo, an open t4 thermistor was found. Per sample evaluation results received via task on 08jan2025, it was reported that the hot side connector between the power inlet module and the ac main voltage circuit card was blackened and melted. The arctic sun device was slow to cool and failed a chiller efficiency test due to a failing mixing pump. The circulation pump outlet hose has expanded to the point it would not hold the diverter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. The device was evaluated upon receipt. The circulation pump outlet hose has expanded to the point it will not hold the diverter. The circulation pump outlet hose was replaced. The device passed all applicable testing and is ready for use. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called to request a loaner and quote for depot repair. The arctic sun device boots repeatedly to an alarm 77 (non-recoverable system error). They discussed this was indicative of a failed chiller temperature (t4) thermistor and would need a tank harness replacement. They stated the device was on the unit and would take it to biomed and ask them to call and arrange the repair. Per follow up information received via task on (B)(6) 2024, per wo, an open t4 thermistor was found. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the hot side connector between the power inlet module and the ac main voltage circuit card was blackened and melted. The arctic sun device was slow to cool and failed a chiller efficiency test due to a failing mixing pump. The circulation pump outlet hose has expanded to the point it would not hold the diverter.